Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter stated that a 12.6mm vticm5 12.6 implantable collamer lens of -10.50/1.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) (B)(6) 2022. Toxic anterior segment syndrome (tass) was reported. The lens remains implanted. Steroid eye drops and oral medication were prescribed. Reporter states the problem has not resolved and patient outcome status is unknown. Cause reported as device.